Manufacturer narrative:
(B)(4)

Event description:
It was reported that during system implant, high impedance was observed on the atrial channel of the pulse generator. The lead was removed and the connector pin was cleaned and reinserted. Impedance measurements were normal but a loss of atrial capture was observed. Anomalous signals were then observed on an electrocardiogram. All system leads tested normally with an external pacing system analyzer. The device was removed and a replacement device was successfully implanted.